Event description:
It was reported in 2000, implantation of an accolade stem. In 2006 until the same month of that year. Patient felt in his hip. An x-ray was taken and showed an increase of loosening. In 2007, accolade stem showed no osseointegration. Patient was revised.